Manufacturer narrative:
During evaluation, the fault was not confirmed and the screw inside the device was loose which had been tightened later. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no signal under serial digital interface (sdi) port had no signal input. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: correction on field: e1 (phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.